Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was approximately 900mg/dl. Reportedly the customer successfully resumed insulin on the pump. Although requested, the contact declined to provide any further information.